Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: a milking roller was used for milking. A new drain was used after the drain was broken. ·the patient's condition is no problem after the procedure. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Unk. Date of procedure? Unk. Date of event where product had an issue?unk. Were there any intra-operative complications? If so, what were they? Unk. Where was the tip of drainage tube located? Unk. How was the drain secured? Unk. What was the date of first activation? Unk. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was leakage detected? If so, where? Unk. Was another product used? Another device was used to complete the case. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? Unk. If yes-date of procedure? Findings, will piece be returned? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? No problem. Surgeon¿s name? Unk. Product lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. The device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The tube was broken in the pediatric intensive care unit. It had been only two days since the product was inserted and the doctors and the nurses had never experienced this before. A milking roller was used for milking. A new drain was used after the drain was broken. The patient's condition is no problem after the procedure. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : one complaint sample of partial drain (of around 500 mm) was received for evaluation; product was checked visually and found that there were cut marks visible nearby the separation end of the drain. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.